Event description:
Complainant alleged that during pt (age and gender unk) set up the unit blew a fuse when the recorder was activated. The unit was not in use on the pt when the reported malfunction occurred.